Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found that investigations replicated/confirmed the customer reported complaint "during the procedure the surgeon tried to use the mcs but the instrument didn¿t react to the movements" failure analysis found the primary failure of broken instrument tube extension to be related to the customer reported complaint. The instrument was found to have a broken tube extension at the orange plastic section. Potential fragments might be missing. The broken piece measured roughly 6.11mm x 4.42mm in size. The broken tube extension would cause the instrument to not react to the surgeon's movements. Thermal damage was not observed. Common causes of the failure mode broken instrument tube extension are attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. Additional observation(s) related to the customer's complaint: the instrument was found to have a dislodged proximal clevis. Clevis does show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage which may indicate potential mishandling/misuse. The main tube extension is broken. Common causes of the failure mode dislodged instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch and the grip directions. The grip tips moved in the direction commanded, however a lag found to be broken and the proximal clevis was dislodged on the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon tried to use the monopolar curved scissors (mcs) but the instrument didn¿t react to the movements, it could not be retrieved so it was taken out with the trocar. The instrument is exchanged for an instrument of the same kind. Procedure ended with no complications. The procedure was completed with no reported injury.